Manufacturer narrative:
This is report 1 of 2. No product was returned for evaluation and event logs were not provided. However, the customer acknowledged the potential for precipitation when using zinc and phosphate together in solutions and the abacus software user guide warns all users to visually inspect all solutions for precipitation prior to and during administration. This event is logged under complaint file #(B)(4). Actual event date is unknown.

Event description:
The customer reported that precipitation was observed in a tpn bag prepared using abacus software. The tpn solution which included zinc and phosphate was being infused when it was noticed that there was precipitation in the bag. The customer did not know how long the bag had been infusing before being noticed. The infusion bag was stopped and a new bag was infused. No patient injury. In their report, the customer stated they were aware of the potential for precipitation due to the interaction of the zinc and phosphate ingredients.